Event description:
It was reported that in a previous follow-up check, no sensing could be obtained. An x-ray was performed showing the atrial lead was in the inferior vena cava. The asymptomatic patient presented for another follow-up. The lead was programmed off. There were no adverse health consequences, the patient was stable.